Event description:
A minimally invasive spine surgery for stabilization of l5-s1 for pseudoarthrosis with planned placement of 4 k-wires/screws into the l5-s1 spinal vertebrae was performed with the aid of the display by the brainlab navigation software spine & trauma 3d nav 1.5. During the procedure the surgeon: positioned the patient prone on the operating table. Attached the patient array on the right iliac crest using the 2-pin fixator. Acquired a 3d fluoroscopic scan using an non-brainlab 3d c-arm with automatic image registration of the current patient anatomy to the navigation. The surgeon verified the accuracy of the registration and detected a deviation between the actual position of the navigated pointer on the patient's anatomy compared to the position of the pointer displayed by the navigation. However, the surgeon accepted the registration to proceed with the use of the aid of navigation for the surgery. Performed the incision on both sides 5cm from the midline. Used the navigated drill guide to align the drill to the left pedicle of l5, drilled a path in pedicle, and placed a k-wire down the path. Acquired a 2d fluoroscopic image and determined the k-wire was not placed as planned and there was an approximately 8-10mm inferior deviation in the display of the navigation compared to the patient's anatomy at the pedicle of the vertebra. However, the surgeon decided to continue using the aid of the display of navigation, without taking any actions to correct the inaccuracy. Used the navigated drill guide to make a path in the left side of s1, placed a k-wire down the path, acquired another 2d fluoroscopic image and discovered it was similarly not placed as planned. Removed the k-wires and performed the rest of the surgery without the use of navigation, using conventional methods. According to the surgeon: the deviation of the 2 k-wires was detected by the surgeon using 2d imaging before the surgery was completed, and the k-wires were replaced (repositioned) without navigation at the very same surgery. The outcome of the surgery was successful as intended. There was no actual harm/negative clinical effect to the patient due to the incorrect placement of k-wires, nor for the prolongation of anesthesia (by approx. 60 minutes) there was no direct (or increased) risk of harm to a critical structure (e.g. Spinal cord, nerves, blood vessels, etc.) Due to the reported problem. There were no further medical/surgical remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since k-wires were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of the 2 k-wires was detected by the surgeon using 2d imaging before the surgery was completed, and the k-wires were replaced (repositioned) without navigation at the very same surgery. The outcome of the surgery was successful as intended. There was no actual harm/negative clinical effect to the patient due to the incorrect placement of k-wires, nor for the prolongation of anesthesia (by approx. 60 minutes) there was no direct (or increased) risk of harm to a critical structure (e.g. Spinal cord, nerves, blood vessels, etc.) Due to the reported problem. There were no further medical/surgical remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab technical investigation and the information provided by the hospital, it can be concluded that the root cause of the inaccurate k-wire placements at left l5 (approx. 8 - 10 mm inferior) and left s1 (approx. 2 - 4 mm inferior), done with the aid of navigation, was a decalibrated non-brainlab 3d c-arm that was used to acquire the patient scan for automatic image registration to navigation for the procedure. A decalibrated scanner device (e.g. Due to improper handling, misuse, damage, etc.) Used to acquire the patient image for automatic image registration to navigation will result in an inaccurate registration result. The user had reportedly detected a navigation inaccuracy on the patient registration during the verification step, but still accepted the (inaccurate) registration to use with navigation to perform surgical steps for k-wire placements. Brainlab support noted inconsistencies with the registration accuracy after the first post-case complete recalibration (by both the c-arm manufacturer and brainlab) was performed, and further investigation of the c-arm's log files by its manufacturer identified potential issues with the c-arm axes and/or brakes. As brainlab navigation accuracy during post-case testing onsite appears to have been influenced only by the c-arm manufacturer's recalibration of the c-arm (i.e. Brainlab hardware, software, and setup/workflow for calibration and navigation has remained constant and unchanged), it's reasonable to conclude that issues with the c-arm had likely caused it to become decalibrated before the occurrence date of this case, and the use of the decalibrated c-arm for automatic image registration at this procedure resulted in an inaccurate patient registration that led to the incorrect k-wire placements. Apparently, the resulting deviation between the navigation display and the patient anatomy was recognized by the user during the verification step of the registration. Despite acknowledging the navigation inaccuracy on the patient registration during verification, the user accepted the registration anyway and proceeded to use (inaccurate) navigation to plan and/or perform invasive surgical steps, which resulted in the inaccurate placement of k-wires at left l5 and left s1. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer. Already done: the non-brainlab 3d c-arm at this site has been recalibrated by its manufacturer and then brainlab on july 15 - 16, 2021. Following this recalibration, extensive testing by brainlab support has confirmed that navigation is now accurate.